Event description:
The complainant reported that the impella cp migrated to the left ventricle (lv) while exchanging the introducer by the repositioning sheath. The impella bended in the lv and was stuck. After several maneuvers, the pump was straitened and retrieved. A new impella was successfully placed. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. The cause of the positioning issue most likely was use related due to improper technique exchanging the sheath with the repo unit. G.1 revised reporting contact email since initial manufacturer device report number 1220648-2024-20883 was submitted.